Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, refrigerator door was failed the customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had not been opening correctly and had immediately unlocked instead. The field service engineer (fse) replaced the wiring harness. Additionally, the main half-height drawer 6.1 had experienced cubie failures. To resolve the issue, the fse had re-seated the row board cable on the 622 board, applied black grease, cleaned the microswitches, and applied a stabilizer to the wiring harness. Finally, the fse tightened the microswitch connection to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.